Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow-up emdr.

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2010 during drain cycle 1. The programmed fill volume was 99ml and the total drain volume was 153ml. This drain volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device was received and evaluated review of the device logs revealed an additional difficulty of an increased intraperitoneal volume (iipv) had occurred. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the iipv found in the device logs. The assignable cause of iipv found in the logs was determined to be: insufficient drain- false empty detect at initial drain. Review of the service dates and activities revealed the previous return of the device was not for the reported difficulties of the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).